Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm black diamon micro forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm black diamon micro forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm black diamond micro forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was manually articulated and it did not have any issues with cables. Additional observation(s) : the instrument had one bent grip, causing misalignment of the grips. There was a 0.21 mm offset at the tips. The grips did not show cracking damage. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.